Manufacturer narrative:
The insulin pump received with operating currents within specifications. The insulin pump passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform excessive no delivery test or occlusion test due to prime anomaly. The motor was tested outside the device and passed. The insulin pump received missing end cap sticker, insulin pump received with cracked case at display window corners and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery. Customer's blood glucose level was 547 mg/dl. The customer treated her blood glucose level with the insulin pump via a bolus. The customer was able to rewind the insulin pump. The no delivery alarm was resolved with an infusion set change. The customer was advised that the device would be replaced and agreed to return the product for analysis.